Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that first time ever the patient got coude catheter with bumps on it and stated that it was weird.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿under dried due to operator error ¿. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not required because a review of the label could not have prevented this issue. The device was not returned.

Event description:
It was reported that the first time ever the patient got coude catheter with bumps on it and stated that it was weird.